Event description:
The da vinci surgical system experienced a fault condition when the operation room personnel exchanged instruments to be used with the system. No patient harm was reported. The procedure was converted to traditional open surgical techniques to complete the planned surgery.